Manufacturer narrative:
Sanofi company comment dated 13-may-2024: this case involves an unknown age male patient who currently the s1 nerve that goes down to his foot, his big toe it's cut with the use of medical device hylan g-f 20, sodium hyaluronate. This case currently lack sufficient and consistent information to permit a proper assessment. A better description including chronology, as well as information on family history if any and relevant medical history of the patient, as well as concurrent conditions are currently missing. The case will be reassessed based on follow-up information that will be received.

Event description:
Currently the s1 nerve that goes down to my foot, my big toe it's cut [peripheral nerve injury] it is painful to walk on. [Walking difficulty] knee was stiff(left knee) [stiff knees] swelling left knee [injection site joint swelling] it is painful to walk on./lot of my knee pain is on the inside angle of my knee [injection site joint pain]. Case narrative: initial information was received on 12-apr-2024 regarding an unsolicited valid case from a patient, this case became serious on 29-apr-2024 this case involves an unknown age male patient who currently the s1 nerve that goes down to his foot, his big toe it's cut, knee was stiff (left knee), swelling left knee and it is painful to walk on/ lot of my knee pain is on the inside angle of his knee with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history included catastrophic accident with some spinal injuries in 2017. (It affected that bad leg in terms of the leg, now gets very poor circulation; it's a candidate for replacement. However, they won't replace his knee because the circulation in his leg is so poor they figure that it would probably get infected and he might end up losing his leg) the patient's past medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing poor peripheral circulation and bad left knee for a number of years the left leg has really slow blood circulation, and so slow that they won't operate on his left leg an put a new knee in. So the only option he was left with was some of these injections. So anyways, if somebody could give him a call he have a few questions. Patient have had synvisc -one throughout his life a couple of times where it's been beneficial to his knee on 09-apr-2024, the patient received hylan g-f 20, sodium hyaluronate injection once in left knee via intra-articular (strength: 48mg/6ml, with an unknown dose, route, indication). Patient felt pretty good on the 10-apr-2024, but on the 11-apr-2024, it was not good. It was swollen (injection site joint swelling) and stiff (joint stiffness). Patient knee was not hot, it is not discolored, it was just swollen and that probably creates the stiffness. He was not sure if it was the same upto now or a little bit better. Patient confirmed that he did not do any strenuous activities and his knee did not feel warm, just swollen and stiff. Patient also added that it was painful to walk on (injection site joint pain) (gait disturbance) (onset: (B)(6) 2024; latency: 2 days for all events) (batch number and expiry date: unknown for all events). Then it's just kind of gone back to the way it was and he also find that a lot of his knee pain was on the inside angle of his knee and he noticed when the doctor gave the synvisc shot, it was in the outside angle of his knee. He don't know what he was wondering, it's a serious situation so obviously she was trying to do some investigation. The first week and a half, it made his knee worse. Now he thought he was just about back up to about what his was before the injection. Today (29-apr-2024), it was still swollen and stiff. Currently on an unknown date in apr-2024, latency: few days (batch number and expiry date: unknown) the s1 nerve that goes down to his foot, his big toe it's cut (peripheral nerve injury; seriousness criteria: medically significant). Information on batch number and expiry date was requested. Action taken: not applicable for all vents. It was not reported if the patient received a corrective treatment for the events. At time of reporting, the outcome was not recovered for all events. A product technical complaint (ptc) was initiated on 12-apr-2024 for synvisc-one (batch number and expiry date: unknown) with global ptc number: (B)(4). Site sample status: not available ptc stated: "based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class has been updated to ii. (Em 15apr2024) investigation (em 15apr2024) the product lot number was not provided. A batch record review is not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA(corrective and preventive action) is required". The final investigation complete date: 15-apr-2024. The summarized conclusion for this case no assessment is possible. Additional information was received on 12-apr-2024 from the quality department. Ptc details added. Additional information was received on 15-apr-2024 from the quality department. Ptc details added. Additional information was received on 29-apr-2024 with live follow up on 29-apr-2024 (processed together) from patient: event of peripheral nerve injury added; as reported term of event injection site joint pain was updated; medical history added; route added; text amended

Event description:
It is painful to walk on. [Walking difficulty] knee was stiff(left knee) [stiff knees] swelling left knee [injection site joint swelling] it is painful to walk on./lot of my knee pain is on the inside angle of my knee [injection site joint pain] I think I'm just about back up to what my knee was before the injection [device ineffective] case narrative: initial information was received on 12-apr-2024 regarding an unsolicited valid non-serious case from a patient this case involves an unknown age male patient whose knee was stiff (left knee), swelling left knee and it is painful to walk on/ lot of my knee pain is on the inside angle of his knee with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient thought he was just about back up to what his knee was before the injection directly linked with device ineffective. The patient's past medical history included catastrophic accident with some spinal injuries in 2017. (It affected that bad leg in terms of the leg, now gets very poor circulation; it's a candidate for replacement. However, they won't replace his knee because the circulation in his leg is so poor they figure that it would probably get infected and he might end up losing his leg). The patient's past medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing poor peripheral circulation and bad left knee for a number of years. Currently the s1 (sacral) nerve that went down to his foot, his big toe it's cut (nerve root injury sacral). The left leg had really slow blood circulation (blood flow issues), and so slow that they won't operate on his left leg and put a new knee in. So, the only option he was left with was some of these injections. Patient had synvisc -one throughout his life a couple of times where it's been beneficial to his knee. On (B)(6) 2024, the patient received hylan g-f 20, sodium hyaluronate injection once in left knee via intra-articular (strength: 48mg/6ml, with an unknown dose, route, indication). Patient felt pretty good on the (B)(6) 2024, but on the (B)(6) 2024, it was not good. It was swollen (injection site joint swelling) and stiff (joint stiffness). Patient knee was not hot, it was not discolored, it was just swollen and that probably creates the stiffness. He was not sure if it was the same upto now or a little bit better. Patient confirmed that he did not do any strenuous activities and his knee did not feel warm, just swollen and stiff. Patient also added that it was painful to walk on (injection site joint pain) (gait disturbance) (onset: (B)(6) 2024; latency: 2 days for all events) (batch number and expiry date: unknown for all events). Then it's just kind of gone back to the way it was and he also find that a lot of his knee pain was on the inside angle of his knee and he noticed when the doctor gave the synvisc shot, it was in the outside angle of his knee. He don't know what he was wondering, it's a serious situation so obviously she was trying to do some investigation. The first week and a half, it made his knee worse. Now he thought he was just about back up to about what his was before the injection (device ineffective) (onset: (B)(6) 2024; latency: few days approximately) (batch number and expiry date: unknown for all events). Today ((B)(6) 2024), it was still swollen and stiff. And he don't know about the lot number or any of these things about the injection because the doctor did it, and he assume he threw all that stuff in the garbage when he was done. So, he had no lot number, none of that stuff. He would be only able to answer just personal questions about how his knee felt, how many knee was feeling currently, what happened etc. It was unknown if the patient experienced any additional symptoms/events. Information on batch number and expiry date would not be available. There were no lab data/results available. Action taken: not applicable for all vents. It was not reported if the patient received a corrective treatment for the events. At time of reporting, the outcome was not recovered for all events. A product technical complaint (ptc) was initiated on 12-apr-2024 for synvisc-one (batch number and expiry date: unknown) with global ptc number: (B)(4). Site sample status: not available. Ptc stated: "based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class has been updated to ii. (Em 15apr2024) investigation (em 15apr2024) the product lot number was not provided. A batch record review is not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA(corrective and preventive action) is required". The final investigation complete date: 15-apr-2024. The summarized conclusion for this case no assessment is possible. Additional information was received on 12-apr-2024 from the quality department. Ptc details added. Additional information was received on 15-apr-2024 from the quality department. Ptc details added. Additional information was received on 29-apr-2024 with live follow up on 29-apr-2024 (processed together) from patient: event of peripheral nerve injury added; as reported term of event injection site joint pain was updated; medical history added; route added; text amended additional information was received on 29-apr-2024 from quality department via other health care professional: upon internal review the case was downgraded to non serious case. Also, upon internal review on 14-may-2024, the case (B)(4) (to be deleted) was identified to be duplicate of (B)(4) (to be retained). All the information from the case (B)(4) has been merged in the case (B)(4). Case (B)(4) received with csd of 29-apr-2024, would be deleted. The event of device ineffective was added. Text amended accordingly. Local comments: *downgrade.